Event description:
This rv lead was implanted on (B)(6) 2010. A call to technical services on 12/28/11 states that they are seeing drops in shock impedance. (B)(6) , less than 20 ohms. Today normal range ~60. Once a month ~30. Everything else normal. No shocks since implant. Discussed less than 20 ohm shock impedance could be emi or potential short in lead and/or device. Discussed trouble-shooting: daily measurements, stability of multiple impedance tests in all available lead configurations, lead evaluation (impedance measurements, noise) during aggressive patient maneuvers/isometrics, consider x-ray of device/lead system. Health care provider confirmed that she had done all that and had gotten normal measurements, no noise, and cant reproduce shock. Discussed option: if all of these fail to produce any evidence of an issue, the most accurate representation of true impedance is a commanded shock. Discussed for less than 20 ohms, max energy not induced shock. Discussed physician discretion. Health care provider will discuss options with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).